Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice automated pd set with cassette leaked. This was found after installing the cassette and turning on the homechoice. The patient was not connected. There was no patient injury or medical intervention associated with this event. No additional information is available.